Event description:
From staff: the doctor was gaining axillary venous access with a 18 gauge access needle during a pacemaker implant procedure. The packaged guidewire was inserted through the access needle. The wire was unable to be drawn back through the needle and upon removal from the patients body, the wire was stuck inside the access needle and became uncoiled. The wire was saved but the needle was not.